Event description:
Mr. (B)(6) employee from our customer reported to our sales rep that he was observing a surgery procedure. During this he observed that the bolt that holds the adjustment mechanism slip out. Therefore, there are two parts now. Moreover, it was reported that this happened without any adverse consequences. There was no delay, a replacement was available and the surgery was successfully completed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.